Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported complaint. Surgeon console foot pedals troubleshooting was performed. No issues with system set up and test drive. All pedals were active in system controller and fse saw no visual issues. System was left on for 2 hours, and no foot pedals issues occurred. System tested and verified as ready for use. The customer called back on a different date with a complaint regarding monopolar energy issues from a transient foot pedal function. The fse replicated the reported problem, and he replaced the foot pedal cable located on surgeon side console (ssc) in order to resolve the issue. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause is attributed to communication issues caused by a faulty foot pedal cable located on ssc.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the foot pedals stopped working during a procedure. The user switched to a secondary surgeon side console to continue the procedure as planned. The tse was unable to troubleshoot the issue because the customer had already moved on, and no logs were available. No known impact or patient consequence was reported.